Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) lens is cracked. Lcd display is missing segments. Upper and lower cases, ring cover, battery release, heart block, and battery drawer are contaminated. Side bail covers are broken. One side bail is missing and the ring is bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the screen on the external pulse generator was cracked. It was also reported the lower screen was broken. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.